Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted with a ncb plate (catalogue number unknown) on an unknown date and was revised (date unknown) due to breakage of the plate.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event description: it was reported by prof. Wippermann that he had 2-3 patients who had to be revised due to a broken ncb pp plate. Therefore 3 cases were created. This is the third case (B)(4). The other two complaints were created under (B)(4) and (B)(4). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to inadequate implant design &aterial (fatique strength lifetime of the device) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Breakage of implant due to chemical / galvanic / crevice corrosion of material possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to implant will be implanted against contraindication possible, no specific information. Provided. Therefore, this point cannot be excluded. Breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to user define incorrect placement of the spacers and plate possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to user perform improper handling of the plate during insertion possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, no specific information provided. Therefore, this point cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol possible, no specific information provided. Therefore, this point cannot be excluded. Conclusion summary: it was reported by prof. Wippermann that he had 2-3 patients who had to be revised due to a broken ncb pp plate. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components are unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is also unknown the implant date and revision date, so it cannot be said how long the implants were in vivo. In conclusion it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).